Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of sixteen photos of a hemicolectomy procedure. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a hemicolectomy procedure, there was staple line bleeding. The photos depicted a portion of a resected bowel; one photo included a depiction of the gia stapler clamped over tissue. The returned sample was not verified to meet specifications as the device was not received by medtronic and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The file was concluded to be could not be reliably determined. Unfortunately, since the clinical device was not received for investigation, the root cause of the reported condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. There were areas of blood spurting at the ileal edge during the anastomosis of a right hemicolectomy. The patient was injured. Medical intervention was required. Surgery time was not extended by 30 mins or more. The patient's current condition is stable.